Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. The probable cause for the noisy fan and s233 alarm code was due to a broken fan assembly. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (overtemperature- psc) malfunction alarm code. The device was returned to the biomedical department with a note that stated, "s233 malfunction alarm, also fan sounds loud and crunchy". No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a review of the device history noted a s233 (overtemperature-psc) malfunction alarm code and the device powered up with abnormal grinding noise from the fan assembly. No additional info was provided.